Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion exposing the outer coil at 23.3 cm to 23.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. This likely contributed to the reported noise anomaly.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.